Event description:
Intermittent loss of ventricular capture was observed. Rep was notified, and he indicated that the dr had ordered a 24 hr holtor monitor for the pt. The rep had no other info regarding this event.